Manufacturer narrative:
(B)(4) issued. Suspect part not yet returned to MFR. Replacement part shipped on (B)(4) 2011.

Event description:
A medtronic rep reported a vertek arm that will no longer lock in place. There was no pt present.